Event description:
Celect ivcf in left sided ivc found to be multiply fractured, with half of one leg embedded in spine and half of one arm retained locally in thrombosed ivc. Removed filter but not fragments. FDA safety report ID# (B)(4).